Event description:
It was reported that the wake button was stuck. Reportedly the pump was dropped. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.